Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: avoid exposure of your pump to temperatures below 41°f (5°c) or above 99°f (37°c). Insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump. Per tandem user guide: always remove all air bubbles from the cartridge before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe. Hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery. Per tandem user guide: when cleaning your pump, use a damp lint-free cloth. Do not use household or industrial cleaners, solvents, bleach, scouring pads, chemicals, or sharp instruments. Never submerge the pump in water or use any other liquid to clean it. Do not place the pump in the dishwasher or use hot water to clean it. If needed, use only a very mild detergent, such as a bit of liquid soap with warm water. When drying your pump, use a soft towel. Never place your pump in a microwave oven or baking oven to dry it. H3 other text: device not returned.

Event description:
It was reported, that occlusion alarms occurred. System check was performed by tandem clinical support. And reportedly, the customer was using cold insulin. Not performing the air removal step correctly. And was not cleaning the pump vents. Tandem clinical support informed, the customer that not performing the air removal step correctly, using cold insulin and not cleaning the pump vents is off label, per the tandem user guide. Customer resumed insulin delivery with the current cartridge. There was no reported adverse impact to the customer¿s blood glucose level.